Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who underwent breast reconstruction with two 430cc mentor memorygel breast implants, suffered bilateral breasts deformity and disproportion, bilateral breast acquired absence, bilateral breast volume deficiency and left breast implant rupture, post-procedure. The rupture was only discovered when the patient underwent bilateral removal for the reported deformity and disproportion on (B)(6) 2020. Subsequently, the implants were replaced with the following devices: (left) 560cc mentor memorygel breast implant catalog: shpx560 lot: 9439221 sn: (B)(4) and (right) 560cc mentor memorygel breast implant catalog: shpx560 lot: 9435598 sn: (B)(4). This medwatch form is for the right breast prosthesis.